Manufacturer narrative:
Device power up properly after battery installation. Device passed displacement test, rewind test, prime or seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. Power connector plug in and locked in place properly. No blank display anomaly noted during testing. No unexpected pump error 29 alarms noted during testing. Device received with corroded electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had pump error alarm and customer was not able to clear the alarm. It was reported that display was blank after inserted a new battery. The customer was assisted with troubleshooting and the display did not return. Customer reported that the contacts on the battery cap were neither missing nor damaged and insulin pump was not exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.